Manufacturer narrative:
Device history records could not be reviewed as the lot number was unknown. The explanted filter was returned for evaluation. Upon device examination, on of the legs was fractured. The remaining piece of leg was approximately 1.5 cm in length. Another leg had a fractured hook. The remaining piece of the hook was approximately 1 mm in length. One of the arms was deformed/bent. All filter measurements made were found within specification. The product evaluation confirmed the detachment of the component; however, the root cause is unknown. The current IFU (instructions for use) states: warnings: filter fracture is known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse effect.

Event description:
It was reported that allegedly upon successful retrieval of a vena cava filter, it was observed that one of the hooks and half of a leg had detached from the filter. The detached hook and the portion of the leg had endothelialized in the caval wall. The filter was removed with a recovery cone removal system. There was no patient injury.